Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 1 of 2 reports of the patient experienced dka and hospitalized due to inaccuracy that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient entered bg values outside the 40-400 mg/dl (2.2-22.2 mmol/l) range, which is misuse of the device. The wearable was inserted into the arm. The date of the event is an approximation. On or around (B)(6) 2026, the patient experienced symptoms including feeling ill, diarrhea, dizziness, vomiting, abdominal pain, shaking, and dehydration. At that time, the cgm reading was 150 mg/dl. However, when the patient performed a fingerstick blood glucose measurement, the bg result was 500 mg/dl, indicating a discrepancy between the cgm and bg values. Due to his symptoms, the patient presented to the hospital, where he was informed that he was experiencing diabetic ketoacidosis (dka). During the hospitalization, a fingerstick blood glucose measurement reportedly showed a value of approximately 600 mg/dl. The patient was treated with intravenous insulin, as well as anti-nausea and pain medications. The patient remained hospitalized for approximately two days and was discharged the following day. The patient stated that he was unable to remember further details regarding the event and reported that attempting to recall additional information caused him headaches. At the time of the report, the patient was reported to be stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.